Event description:
Cold pack exploded in the face and eyes of a healthcare worker.

Manufacturer narrative:
Method: a review of complaint history was conducted. Result: no sample was returned, the lot number reported has an invalid sequence, and the reporting company did not divulge end user contact info or provide more details about the incident. Conclusion: based off of the stated factors, we cannot come to a conclusion as to why the compress failed.